Manufacturer narrative:
The incident device is currently being evaluated. Upon completion of the eval, a follow-up report will be submitted.

Event description:
"Dr. Attempted to use acucise; sorbital saline used, tried 2 different generators cut at 75- correct adapter used, back protector removed. All key steps followed, attempted use with 2 different kits. Rep called and he spoke with dr. & staff in or suite." "Pt stable. Unable to perform procedure. Pt will have to return to surgery for further procedures."